Event description:
A health care professional reported that during a surgery, the luer lock was leaking and "unsafe". There was no pt harm reported. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental report will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).